Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the monitor failed a pulse test. The monitor was also misreading the driven ground signal. The cause for the failure was isolated to oxidation on inter-pca connectors j1002 and j1003. The oxidation build-up on the tin connectors increased the resistance, causing the pulse test failure and the messages. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor and reported that the monitor was causing "check therapy pad" messages.